Event description:
A (B)(6) was undergoing mitral valve replacement, aortic valve replacement, and coronary artery bypass grafting. During surgery, the arterial head of the heart-lung machine stopped unexpectedly. An alarm sounded. Staff hand-cranked the machine. The pump was re-booted twice, and it recovered. Hand cranking could be stopped and the pump operated correctly. The case was completed without further incident. There were no injuries to the pt.